Event description:
The advocate stated that her daughter tester her blood glucose at 6:00 am and received a reading of 558 mg/dl. Around 8:30 that same morning, she received a reading of 17 mg/dl and then passed out. She said that her daughter was able to recover after being given some sugar. The customer called to make sure the test strips were working correctly. Troubleshooting of the contour system showed that it was operating as designed. No product will be returned for evaluation.